Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported sensations while recharging. The following troubleshooting steps were performed: patient talked to the manufacturer rep who told the patient to call ps. Patient said they met w/ (B)(6) last week because they were having problems w/ the recharger. Patient said the recharger would work fine for (B)(6) and (B)(6) gave the patient a different handset because the handset would not stay charged. Patient saw (B)(6) last thursday and called him this morning. Patient said the recharger connects and disconnects to the ins. During the call the patient was seeing the recharger not found message, this was resolved by resetting the recharger twice, turning blue tooth off then on and tapping switch recharger and entering the serial number . Patient said they are able to feel the ins through the skin but are not able to feel all 4 sides. Reviewed positioning the recharger over the ins. Patient was able to connect to the ins and charge from 80-100% during the call. The recharger lost connection w/ the ins but was resolved quickly by repositioning the recharger. Patient asked if it is normal to feel a burning sensation on their back side. Patient said they feel a burning sensation every now and then. Patient said it is like a little elect rical shock (just a zap, randomly, feel right around the ins) but can sometimes feel like burning. Patient said it started within the last 2-3 months. Patient said the sensation occurs both when the recharger is on the skin and when there is a barrier between the recharger and skin. Patient said up until the other night it had only been w/ the recharger. Had major electrical shock at the bottom of buttock, wasn't charging was just sitting in chair. It made them move. Straight down below the ins. This happened the middle of last week. When happened wasn't charging or using communicator. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.